Event description:
It was reported that during implant the lead helix extracted itself even without screwing in with the helix screw and it got stuck at patient's tricuspid valve. The lead was ultimately implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.